Event description:
After 14 months of implantation, a premature decrease of the battery voltage was observed upon interrogation of the device involved in this MDR report. Therefore, the device will be explanted.

Manufacturer narrative:
November 5, 2004: this event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.